Event description:
It was reported that the c-arm slowly slides downward on its own and errors were received. No injury reported. A field engineer was dispatched to the site and determined that the c-arm button was stuck in the down position. Once the button was released the system was working as intended.